Manufacturer narrative:
Siemens became aware of the reported issue on june 1, 2015 and this MDR is being mailed on june 30, 2015. The described problem is a known issue and siemens released a safety advisory letter under update instruction (uith030/07/s) in sept. 2007., to sites affected by a potential safety issue with the display of portal images used for position correction (offset calculation) following filtering operations. The identified problem, exists only after an offset calculation has been performed and then a subsequent filter operation is performed. The customer received the fix (ui tho18/08/s) to the reported issue on august 28, 2008, however, the updated oncologist software was installed afterward. Siemens customer service engineer installed the fix onto the newer software version on june 2, 2015 and the problem was resolved. There have been no report of the described problem since then.

Event description:
Siemens was notified on june 1, 2015, that an unexpected movement of portal imaging occurs when a filter is applied in one of the oncologist workstations at the customer site. The customer follows these steps: calculating shift in rt therapist sending the imaged from rt therapist to oncologist. Applying any filter in oncologist. And portal imaging is moving but the shift is not. Reportedly, the issue occured only in one oncologist workstation at the customer site on (B)(6) 2015, w/out obvious intervention from the customer. All patients who need table movements are affected. When the customer applies any filter in rt therapist this issue does not occur, nor in the other oncologist workstation at the customer site. There is no mistreatment or injury to a patient reported. This reported issue occurred in (B)(6).